Manufacturer narrative:
Device was not returned for evaluations. The device is a synthetic device made from poly propylene. Injuries such as pain, mesh erosion, infection, incontinence, fistula formation, dyspareunia are documented risk associated with the polyform device - ref design fmea and polyform product insert (instructions for use).

Event description:
Proxy biomedical was notified on (B)(4) 2014 via email by the polyform distributor (B)(4) that they have received a complaint on (B)(6) 2014 regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh the pt suffered an injury. The date of implant of the mesh is (B)(6) 2008. The pt is identified as "(B)(6)". The pt's date of birth is unk; her weight and height details have not been provided. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated the pt is dr (B)(6), contact number is unk. The implant involved in this complaint is a polyform synthetic mesh - the part number is unk (it is either a 10x15cm or a 15x20cm); the lot number is unk.